Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be fed into the jaw properly and fell out. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Ejected clips. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. An investigation has been initiated to address the root cause of the finding. A batch record review was performed and no anomalies were found during the mfg process.